Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were no findings. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of streptococcus sanguinisin and 2 cfus of unspecified germs in the air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide a correction to (d9) and to provide an update to (h3 and h4). The lm reviewed the customers provided the cds processes and olympus could not find information to judge deviation instruction for use (IFU) were identified. The device was evaluated by olympus. It was confirmed that the auxiliary channel (or jet channel) and the connecting tube had foreign objects. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: distal end, cfu: no detection, bacterial identification: n/a. Sampling from: biopsy channel, suction channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: air/water/w-channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: auxiliary water channel, cfu: 0cfu, bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was residue after reprocessing in auxiliary water channel. Therefore, it is likely that the suggested event "positive in culture test" occurred due to reprocessing was insufficiently conducted. The root cause could not be identified. Additionally, olympus could not identify the foreign matter. It is likely that the suggested event "white foreign material in auxiliary water channel" and "foreign material at insertion section" occurred due to reprocessing was not conducted properly due to water leakage from the device. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.